Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The patient was in ventricular tachycardia (vt) and anti-tachycardia pacing (atp) ramp therapy was delivered which accelerated the rhythm and changed it to ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD)&#1157; remains in use. No further patient complications have been reported as a result of this event.